Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when importing the images from a disk it builded the 3d model as a skull. When they tried to threshold it would not bring the skin into the image. They checked the media io settings and they were correct. Checked the scanner mask settings and there was a lower-case character in the wording. They then deleted the exam and re-imported the exam and the 3d model was correct. Issue was resolved during the call. There was no patient present when this issue was identified. No additional information was provided.